Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the axsym hbsag reagent pack has a broken lid on reagent bottle #1. A probe crash occurred due to this issue. There was no impact to pt management reported.